Manufacturer narrative:
Additional information: article review: article review for complaint (B)(4). A detailed article review has been completed for complaint: (B)(4). Article data review indicates that author of this article did not specify what contrast agent was utilized, intended use of the contrast agent and contrast volume utilized. The study does not reflect statistical powering as only twenty web study subjects were retrospectively reviewed and assessed. Study reflects limitation which include being an observational study in a single institution, small study sample size where the author may have missed a potential factor that could produce a statistically significant difference if the number of cases were more and the sample is a heterogeneous situation (2 shape types of devices, different arterial locations, several dapt regimens, using additional balloons, stents). Author indicates that this may have induced bias infused into the results of this study. Items returned: n/a. Visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation, nor were any images of the device provided in place of a device return. Procedure and medical imaging was not provided for this investigation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. Based on a review of the device's risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination could not be performed as this information was not available at the time this investigation was performed. Complaint system review: a search of the complaint handling system could not be performed to determine if other similar complaints exist for this batch number, because the batch number was not provided for the product on this complaint file. IFU review (additional information can be found in the IFU): please refer to the japanese IFU for precautions, warnings, and further information. The following is taken from the english version: potential complications potential complications include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death. Warnings and precautions: the web aneurysm embolization system is intended for single use only. The detachment control device is intended to be used for one patient. Do not resterilize and/or reuse the device. Reuse and/or resterilization can increase risk of infection, cause a pyrogenic response or other life threatening complications. Reuse and/or resterilization can degrade product performance, leading to device malfunction. Dispose of all devices in accordance with applicable hospital, administrative and/or local government policy. Advance and retract the device slowly. Do not advance the delivery device with excessive force. Determine the cause of any unusual resistance. Remove the device if excessive friction is noted and check for damage. Do not rotate the delivery device during or after delivery of the embolization device. Rotating the device may result in damage or premature detachment. The embolization device cannot be detached with any other power source other than a microvention inc. Detachment control device. Ensure that at least two detachment control devices are available before initiating an embolization procedure. Procedure: detachment of the device. The detachment control device is pre-loaded with batteries and will activate when the delivery device is properly connected. Verify that the rhv is firmly locked around the delivery device before attaching the detachment control device to ensure that the embolization device does not move during the connection process. Ensure that the delivery device gold connectors are clean and free from blood or contrast. If necessary, wipe the connectors with sterile water and dry before connecting. Insert the proximal end of the delivery device into the detachment control device. When the delivery device is properly connected, the light will flash green and an intermittent tone will be heard. Verify the embolization device position before pressing the detachment button. Push the detachment button. During firing, the light should be solid green and the beep should be continuous. Verify detachment by first loosening the rhv valve, then pulling back slowly on the delivery device and verifying that there is not embolization device movement. If the embolization device does not detach, push the detachment button again. If the device is still not detached, obtain a new detachment control device and attempt detachment up to two additional times. If it does not detach, remove the delivery device. Investigation conclusion: a detailed article review has been completed. The author makes declarative statements with regards to variables of bias within the article which must be considered. The physical device was not available for evaluation to determine if a condition existed that would have caused or contributed to event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. This information may be updated if additional information is provided at a later date.

Manufacturer narrative:
A search for non-conformances associated with the devices' part/lot number combination could not be performed as the lot and part numbers are unknown. The devices were implanted in the patients and not returned to the manufacturer for evaluation. Procedural information was provided within article. The investigation is currently ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. Bibliography: morioka, jun, et al. "Persistent contrast-filling in the woven endobridge device three months after its implantation for cerebral aneurysm: incidence, predictive factors, and outcome." Clinical neurology and neurosurgery (2023): 107837.

Event description:
As reported in the article titled, "persistent contrast-filling in the woven endobridge device three months after its implantation for cerebral aneurysm: incidence, predictive factors, and outcome", patients were treated with the web between january 2021 and september 2021. Twenty (20) patients with 20 unruptured aneurysms were included. Ten of the 20 intracranial aneurysms (50 %) showed contrast-filling in the web after three months. Three months after implantation, three patients had cerebral ischemic complications: one with a neck bridge stent, one with web replacement, and one with web repositioning. However, all patients were discharged one week after the procedure and there were no permanent neurological deficits that worsened the modified rankin scale.